Manufacturer narrative:
Several attempts have been made to contact the account for resolution of this event without success.

Event description:
Account has a bed that the hi/low is drifting on, no incident was reported as a result of this issue.